Manufacturer narrative:
The complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-07162 and 2134265-2014-07224. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize an unspecified vessel. During performing pullback, the numbers displayed on the monitor changed; however, the sled failed to move. Hence, automatic pullback failed. No patient complications were reported.